Event description:
The hospital reported the following event, the aim of the surgery was to change steel screws for titanium screw (because of necrosis). Delivery error occurred by the company who sent steel screws. The mistake was not detected because the instructions were in english. It was necessary to use another type of titanium screw, usually used for spinal surgery, of a smaller dimension, obliging them to bury the entire screw in the femoral cancellous bone.

Manufacturer narrative:
Device was discarded by the hospital. If additional information becomes available, it will be reported on a supplemental report.